Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, there were episodes of noise which resulted in oversensing noted on the right ventricular (rv) lead. The lead was explanted and replaced, and during the procedure there was insulation damage noted on the lead. The patient was stable following the procedure and suffered no adverse consequences.

Manufacturer narrative:
Additional information: as received, a partial lead was returned in two pieces. An external insulation abrasion was found at the is-1 leg region breaching the outer insulation and exposing the ring electrode coil. All the filars of the ring electrode coil were found to be fractured consistent with fatigue fracture in this location. The reported events of noise and insulation damage were confirmed. The cause of the reported events is due to the external insulation abrasion which is consistent with friction to the device can.